Event description:
On (B)(4) 2013 it was reported that the vns patient was in the office a few days ago and had high impedance. X-rays had been taken. The programming history was reviewed and it was found that the patient had been in the office on (B)(6) 2013 and was interrogated. The patient's settings were noted to be output=2ma/frequency=20hz/pulse width=250usec/on time=7sec/off time=0.2min. Diagnostics were performed on that day and the system diagnostics test showed output=ok/lead impedance=ok/dcdc=2/eri=no. Normal mode was performed but it had faulted. It was confirmed that the patient was interrogated after the system diagnostics test and the settings at that time were the same as what was intended. The patient's clinic notes on (B)(6) 2013 were stated to have indicated that the patient's mom believes that the patient has been having more seizures, some lasting more than 20 minutes. She also indicated that she doesn't think the vns is working because the patient used to cough when the magnet was swiped and is no longer coughing with magnet swipes. There was no evidence of the patient actually having high impedance according to the diagnostics. A copy of the patient's x-rays were returned for review and the lead pin appeared to be fully inserted into the header of the generator. There was a portion of the lead located behind the generator that could not be assessed. There did not appear to be any lead discontinuities in the portion of the lead that could be visualized. The manufacturer's consultant later confirmed again that the patient does not have high impedance. The patient's mother does not think that the vns is working because of the lack of cough with magnet stimulation and the increased seizures. The patient was seen again on (B)(6) 2013 and diagnostics showed the device to be functioning properly with a dcdc=2 on system diagnostics and a dcdc=4 on normal mode diagnostics. The physician later reported that they did see the patient on (B)(6) 2013 for suspected "lead impedance" but after some troubleshooting they figured out what the problem may be. The physician stated that it seems that the generator the patient has is not compatible with a rapid cycling setting, therefore they took the patient off that setting and it seemed to work. A blc was performed with the available data and the result revealed 3.42 years remaining until eri = yes.

Manufacturer narrative:
.